Event description:
The customer reported the panorama central station had an error message, which may have resulted in a loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company service rep evaluated the unit and upgrade the system software.